Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with right ventricular (rv) lead underwent an right atrial (ra) lead revision procedure. The local field representative (fr) did a device system check the day before the revision procedure. The device system check revealed some out of range impedance measurements, low intrinsic r wave amplitude and no capture on the rv channel. During the case, the rv lead was observed to be severely twisted around the pulse generator (pg) due to a suspected case of twiddler's syndrome. The lead had also dislodged. The lead was reported to still look fine and tested well with the new pg that was implanted. There were no adverse patient effects. The lead remains in service.